Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/14/2020. Additional h3 investigation summary: it was reported performance fixation feature breakage intra-op. A labeled winding former and a stratafix symmetric pds plus needle/suture of product code sxpp1a404, were received for evaluation. During the visual inspection of the sample, body fluids could be observed along of the strand. The barbs were noted with damaged, caused by use and the two sides of the fixation tab were broken. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received, it could not be determined what may have caused the reported incident of: the fixation tab came off the suture during wound closure¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the procedure completed successfully? No further information is available. Was there any adverse consequence associated with the patient? There were no adverse consequences to the patient. Event date: (B)(6) 2020. Initial procedure date: (B)(6) 2020. What is the patient's current status? No further information is available. Device return status: we regularly contact with sales rep about the device returning. Lot: no further information is available. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2020 and a barbed suture was used. During wound closure, the fixation tab came off the suture. There were no adverse consequences to the patient. No additional information was provided.